Event description:
Complaint alleges: "a kink was found on the isis tube." The pt coded during an echo. Once pt was revived, the rt tried to pass an inline suction device through the isis tube and found it would not pass through the isis. No pt injury reported. Pt current condition is fine.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. A f/u report will be sent when completion of investigation.